Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
The doctor reported to sales rep that a patient did a revision surgery due to fact the first nail had been broken after 2-3 months after primary surgery.